Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2011 and was revised on (B)(6) 2021. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6), 2011 and was revised on (B)(6), 2021. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. Update event description based on medical records received : the event, a revision tha for head-trunnion failure with dissociation of the head from the stem can be confirmed.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level, corrosion and dissociation involving an unknown metal head was reported. Abnormal ion level could not be confirmed but corrosion and dissociation was confirmed by medical review method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: confirmation: the event, a revision tha for head-trunnion failure with dissociation of the head from the stem can be confirmed. Metallosis was confirmed. Excess levels of cobalt or chromium in the blood could not be confirmed without additional medical records. Recall of this particular device could not be confirmed without additional information. The alleged injuries cannot be confirmed without additional medical records. Root cause: the root cause of the dissociation and metallosis was likely an lfit head-trunnion problem. The lot numbers would need to be checked to confirm if, as alleged, this was a recalled device. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device and/or device details, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level, corrosion and dissociation involving an metal head was reported. Abnormal ion level could not be confirmed but corrosion and dissociation was confirmed by medical review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: confirmation: the event, a revision tha for head-trunnion failure with dissociation of the head from the stem can be confirmed. Metallosis was confirmed. Excess levels of cobalt or chromium in the blood could not be confirmed without additional medical records. Recall of this particular device could not be confirmed without additional information. The alleged injuries cannot be confirmed without additional medical records. Root cause: the root cause of the dissociation and metallosis was likely an lfit head-trunnion problem. The lot numbers would need to be checked to confirm if, as alleged, this was a recalled device. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies.   Complaint history review: there have been no other similar events for the reported lot.  Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra (B)(4) was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2011 and was revised on (B)(6) 2021. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. Update event description based on medical records received : the event, a revision tha for head-trunnion failure with dissociation of the head from the stem can be confirmed update: "head disassociation."